Event description:
It was reported the pt experienced a burning pain at the ipg site when stimulation was activated. As a result, the pt deactivated the ipg and hasn't turned it on since.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.